Event description:
It was reported that patient underwent total hip arthroplasty on (B)(6) 2011. Subsequently, a revision procedure was performed on (B)(6) 2012 due to infection. The joint space was washed out and the acetabular liner, femoral head and taper adapter were removed and replaced.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur. The package insert states in possible adverse effects; early or late postoperative infection and allergic reaction. This is 3 of 3 mdrs relating to the same reported event. Please also see mdrs 3002806535-2012-00012 and 3002806535-2012-00013.